Event description:
It was reported that the patient had a shocking/jolting sensation in his stomach and his knees. The patient had implanted on (B)(6) 2012, and the patient stated the stimulation was in wrong location and that it should be in foot. The therapy was implanted to help with the patient's pain in his legs. The patient's trail worked perfectly. The patient tried to switch groups appeared he only had one. The patient had complications after surgery which was his pain medication. The patient had to stay longer due to some complications. The patient didn't think the complications were device related. The patient believed they were related to medications. It was unknown when the symptoms began. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v813487, implanted: (B)(6) 2011, product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).